Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14071. It was reported that the patient presented to the clinic for a follow up. Interrogation showed noise causing pacing inhibition on the atrial and ventricular leads. The patient reported experiencing partial blackouts and feeling light headed. Programming changes were made. The patient was stable throughout.